Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage closure (laa) using a 12f amplatzer amulet delivery sheath. During procedure the patient's activated clotting time (act) levels was between 250 and 300 seconds. Heparin was administered. The 25mm amulet was successfully implanted and released under intracardiac echocardiography (ice) guidance. During the same procedure, the patient also received pulmonary veins cryotherapy, and a pericardial effusion was visible on echocardiogram (echo). Patient had minor chest pain, but the physician said it was difficult to say the pain came from cryotherapy or pericardial effusion. The patient remained hemodynamically stable, but the effusion was growing slowly. A pericardiocentesis was performed, and the amulet remained implanted. Patient remained stable all along the procedure. There was no clinically significant delay in procedure. The patient had a prolonged hospitalization due to the event. The patient was reported as stable.

Manufacturer narrative:
An event of pericardial effusion and chest pain was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. From the imaging provided by the field each recording shows the posterior aspect of the left ventricle in its long axis, with pericardial effusion present. The second image shows a significant reduction of this effusion, perhaps after successful pericardiocentesis. No imaging of the amulet implant is provided. The provided complaint report states that the effusion was detected during cryoablation of the left sided pulmonary veins in a combined laao/pvi procedure. No procedural report is provided. Given the limited information it is not possible to definitively adjudicate this case. Multiple possible causes for effusion must be considered, including transseptal puncture, trauma from other cardiac catheters/devices (ice, cryoballoon) and as a complication of amulet implantation. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage closure (laa) because of hematuria using a 12f amplatzer amulet delivery sheath. During procedure the patient's activated clotting time (act) levels was between 250 and 300 seconds. A heparin was administered. The 25mm amulet was successfully implanted and released under intracardiac echocardiography (ice) guidance. During pulmonary veins cryotherapy, a pericardial effusion was visible on echocardiogram (echo). Patient had minor chest pain, but the physician said it was difficult to say the pain came form cryotherapy or pericardial effusion. The patient remained hemodynamically stable but the effusion was growing slowly. A pericardiocentesis was performed and the amulet remain implanted. Patient remained stable all along the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient had a prolonged hospitalization due to the event. The patient was reported as stable.